Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a regulatory report of aseptic peritonitis in a patient from (B)(6) coincident with extraneal viaflex therapy for peritoneal dialysis (pd). This case was intially received by baxter (B)(4) from a physician. On (B)(6) 2010, the patient experienced aseptic peritonitis and was hospitalized. There was no sign of bacterial infection and the patient received treatment with unspecified antibiotics. On (B)(6) 2010, the patient recovered from the aseptic peritonitis and was discharged from the hospital. Pd therapy continued. The reporting physician believed the event of aseptic peritonitis was related to extraneal therapy.